Event description:
A laser center director reported that a patient who underwent bilateral lasik was believed to be not healing as expected; the patient still had astigmatism at (B)(6) weeks post surgery. The patient's last visit was (B)(6) 2013 and the astigmatism was noted at that time; however upon reviewing the chart on (B)(6) 2013, it was determined by the laser center that the event would be reported to the manufacturer. The patient had discontinued her drops per the normal post-op routine, by the time she was seen on (B)(6) 2013, and currently remains on no drops. The patient was scheduled for a follow up exam in (B)(6), but did not keep that appointment. The patient has rescheduled the follow up appointment to (B)(6). This report will address the patient's left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).